Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device had been filled with 114ml fluorouracil in 88ml sodium chloride solution. The reporter stated that the expected therapy time was 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured march 05, 2016- march 7, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. Continuous flow was observed. A functional flow rate test was performed and was found to be within the product specification range of 3.60 ¿ 4.40 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.